Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 200 mg/dl at the time of incident. The customer performed troubleshooting. The customer was able to push the insulin through the tubing. The customer performed manual prime. The customer stated that the insulin did not exit the tubing and the insulin pump alarmed no delivery alarm. The customer was unable to complete troubleshooting at the time of call. The customer mentioned that the blood glucose was going over 400 mg/dl. The customer stated that they had to treat the high blood glucose with manual injection. The insulin pump will not be returned for analysis.